Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that no click from a torque-limiting screwdriver can be heard when the surgeon tried tightening the locking screw in the second hole of the plate shaft closer to the plate head in surgery of tibial plateau fracture. The locking screw eventually penetrated the plate hole when the surgeon tried tightening the screw until a click can be heard. In the end, the penetrated screw was left in the patient¿s body. There was 5 minutes delay in the surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no explant date. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.